Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide reportable incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed a full-thickness burn on right axilla 4.3 months post miradry treatment. At 8 weeks post-treatment, the patient went to a walk-in clinic to treat 2 lumps in her right axilla. After the clinic attempted to aspirate the lumps, they became very hard, red, and tender. Patient contacted the treating miradry physician, who prescribed oral antibiotics (augmentin 875mg bid for 10 days) and medrol dose pack. By 2.2 months post-treatment, the lump was 5cm round with a lesion and area of linear erythema that extended inferior to the lump. Patient did not have a fever or altered sensation from axilla to distal. Another round of oral antibiotics (augmentin 875mg bid for 10 days), medrol dose pack, and topical antibiotic cream (bactroban cream bid for 5-7 days) were prescribed. Dimethicone gel was given for sclerosed skin. MRI results indicated the affected area was burned. Patient stated the lesion was improving.